Manufacturer narrative:
G4:30sep2020 b4:(B)(6)2020 the field service engineer (fse) evaluated the unit for the customer reported v60 does not work. The customer did not provide any additional details regarding the reported problem. The field service engineer (fse) did not find any fault with the unit . The v60 was put back into service by customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05oct2020.

Event description:
The customer reported that the unit does not work. The customer has no more information. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.